Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review cannot be completed as the lot number was not provided.

Event description:
It was reported that, during use, a swan ganz catheter had a hole/tear at the hub of the proximal port causing leaking and backflow of blood. This issue caused bacteremia in the patient. Tear occurred after placement. No clamps, hemostats, external pressure were used on the catheter. All appropriate measures were taken by the facility quality team to determine a root cause. By facility standards, the catheter was used properly.

Manufacturer narrative:
Multiple attempts were made to secure the return of the device. However the device was not sent back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event.